Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device would not open with the first cartridge. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed from tissue? On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?